Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used syringe without packaging was returned. The returned syringe was visually evaluated per specification and no defects were noted. The syringe was also pressure tested per specification with passing results. The house retains was visually and physically evaluated and passed. The defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the inflator syringe failed to deflate during use. The injury reported.